Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review of the pacemaker, noise oversensing leading to loss of cardiac pacing was detected on the right ventricular lead. No intervention was performed at this time. The patient was in stable condition.